Manufacturer narrative:
Date received by manufacturer; corrected data; initial report provided incorrect date of 03/08/2019 instead of correct date 03/06/2019.

Event description:
The patient underwent explant surgery. The explanting facility does not return device per the facility¿s policies. No additional or relevant information has been received to date.

Event description:
It was initially reported that the patient was referred for vns explant due to the need for additional medical procedures. Clinical notes were later received as part of this referral process which reported that the patient previously experienced "psychotic" behavior and suicidal thoughts which the patient believed were due to the vns since these issues improved after vns disablement. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.